Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. Visual inspection revealed that the uv spike was separated from the main body. Functional testing including leak testing and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an uv flash transfer set was separated from the twist clamp. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.